Event description:
It was reported that the patient underwent a total ankle replacement surgery. The patient may need to undergo a revision surgery of the tibia and talus for reasons not reported.

Manufacturer narrative:
Correction h6 clinical code. The reported event could be confirmed since images of CT scans shows the presence of bone formation at the posterior aspect of the tibial component partly bridging the ankle joint and a medial gutter impingement. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿tibial tray, pe liner and talar dome intact and well-fixed to the bone. Good osseointegration, no cysts/osteolysis. Possible reasons for revisions: 1) bone formation at the posterior aspect of the tibial component partly bridging the ankle joint, and 2) medial gutter impingement.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. The patient may need to undergo a revision surgery of the tibia and talus for reasons not reported.